Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Drill bit snapped inside the tibia bone, left inside the patient the surgeon is not concerned as it is left in the bone. Tibial impactor cone snapped on impacting the implant, the cone was retrieved.